Event description:
It was reported that the patient experienced dizziness due to vagal crisis with low blood pressure. The physician decided to close the pocket. Moments later the pt was un- conscious. An echocardiogram exhibited cardiac tamponade. A pericardiocentesis was performed and allowed a partial recovery of the pt. The patient was taken to the ICU.

Manufacturer narrative:
No medwatch form was received.